Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, a 980 ventilator generated an error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the line interface ii printed circuit board (pcb) with universal serial bus (usb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A line interface printed circuit board (pcb) and a universal serial bus (usb) flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the line interface pcb. The usb reported issue was verified and root cause was isolated to the flash drive if information is provided in the future, a supplemental report will be issued.